Manufacturer narrative:
A boston scientific technical services consultant informed the caller that if the device is programmed to store egms, asynchronous pacing will not occur. The consultant stated that the magnet has to be applied in the appropriate spot. Additional details were provided from the boston scientific sales representative who stated that the patient was released following the procedure and will be seen in the office for device interrogation in a week's time. No other adverse patient effects were reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient had undergone some type of surgery which is believed to not be device related. The cardiologist called and stated that during the surgery a magnet was placed and the patient went asystolic. The caller was inquiring as to how this could occur.